Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, the weight the device within specification. After autoclave cycle were observed: cloudy color in the gel and voids. The device is considered intact and functional. Based on the device analysis the final assessment is: intact and functional. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.